Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called in stating she was unsure why her blood glucose levels (bg) were high. Her bg levels ranged between 274-465 mg/dl while wearing this pod. She was able to start a new pod successfully. No further issues were identified.